Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received with the knife and wedges exposed and without a reload present. The firing mechanism was noted to be damaged; therefore, no functional test could be performed. The device was disassembled to verify the integrity of the internal components and the firing rack tip was bent and disengaged from the pusher block. While no conclusion could be reached as to how the firing rack became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. Event described could not be confirmed as the device opened and closed without any difficulties and no reload was received for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the surgeon used the device to process the blood vessel, but the knife of the device locked and they could not change to another reload unit. The surgeon used another device to finish it. At last the surgeon used another device to complete the procedure. There were no adverse consequences for the patient. Additional followup: on what tissue type was the device used? At what location on the tissue? Vessel. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) The 1st. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.